Event description:
The reporter stated the surgeon attempted to insert a aq2010v three piece silicone lens into the patient's eye. As the lens was being injected into the eye, the lens tore in half. The lens was partially inserted into the eye, but the lens was still in the cartridge and he was able to pull the lens out. A backup lens, same model and size was implanted without any incident. There was no patient injury. The physician stated not enough viscoelastic was used and that was the cause of the lens tear, user error. The lens was discarded by the facility.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Conclusions: the product pertaining to this claim was not returned. Based on the complaint history, it was determined that the root cause of this event was due to user error. (B)(4).